Manufacturer narrative:
The marker, label, ruler set in this event is part of a surgical convenience kit assembled by roi cps, llc and is not manufacturerd by roi cps, llc.

Event description:
The rulers in the marker, label, ruler set are patper and the physicians complain that they start to break down when measuring wounds.